Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing, has cancer and had to have a surgery and also has kidney failure. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed a yellowish discoloration to the sd card area, accessory module area, on the filter inlet portion of the top enclosure, humidifier connector, iso port of rear panel, front panel, rear panel, o-ring of the rear panel, blower box, blower cap, and bottom enclosure. An unknown contaminant was observed on the blower box, blower, and blower seal. An unknown contaminant was present on the flip lid, water tank lift tray, and on the humidifier enclosure. A dark contaminant was observed on and inside the dry box. The bottom cover appeared to have an unknown contaminant on it, and an unknown sticky substance along the side of the enclosure. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were one error found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination. Section d8, d9, h2, h3 were updated in this report. Section h6 health effect - clinical code has been corrected, and type of investigation, investigation findings, and investigation conclusions have been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with cancer and kidney failure. The patient was given medical intervention in the form of surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.